Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited fluid leakage due to a fractured and shredded cylinder. The device was explanted and replaced. No patient complications were reported.